Event description:
Olympus was informed that during an unspecified procedure, the error came out and the physician withdrew the instrument from the patient body. When the probe was put on the tray, the tip of the probe was broken outside the patient. The procedure was completed with a similar device. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the probe tip broke down at 8mm from the distal end. There was a scratch at the breaking point. The shape of the fracture surface showed that the fracture developed from the scratch. The ptfe pad was partially worn out. The manufacturing history was reviewed, and there was no irregularity noted. As a result of evaluation, we have concluded that the ptfe pad was partially worn out and then the probe tip was scratched, because the physician presumably activated seal and cut mode output while the tip of the device was twisted. After that, since the physician continued to use the device, the crack occurred and the error displayed. The physician observed the error display, and withdrew the subject device as directed. Consequently, when the probe was put on the tray, it was broke. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.